Event description:
The customer was found unresponsive at night and could not be awakened. It was reported the meter was unable to be used the day of the alleged event due to an "off" message however the day prior the result was thought to be 12 mg/dl but could not say for certain. Reporter stated customer was taken to the hospital and theeir device read 55 mg/dl so was given a gluxose IV and monitored however not admitted. Reporter indicated customer took less insulin the night prior and no insulin the day of alleged event due to feeling low however was unable to test using the meter.